Event description:
Report was received that the patient suddenly experienced loss of stimulation after a fall. High impedances were noted and the physician suspected lead fracture. The patient underwent replacement of lead and splitter due to suspected device malfunction. The patient was doing well postoperatively.

Event description:
Report was received that the patient suddenly experienced loss of stimulation after a fall. High impedances were noted and the physician suspected lead fracture. The patient underwent replacement of lead and splitter due to suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Sc-2316-50 sn ((B)(4)) device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 19 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. Additionally, the lead body was cleanly cut. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-3400-30 sn ((B)(4)) device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. The lead passed all tests including visual, impedance, and diameter and electrode pitch test. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics.